Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the trochanteric femoral nailing advanced (tfna) sets and the blade inserter would not fit inside the guide sleeve. The surgery went fine, another set was used. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report involves one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).